Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips did open and closed properly. The instrument passed cut test. The instrument was fully functional, and no product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon could not control the mega suturecut needle driver instrument. The procedure was completed with no reported injury.